Event description:
It was reported that the instrument was stuck in mating instrument and fractured while drilling. No report of foreign body retained by patient or patient harm.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: dvrasr, dvr anatomic short right, lot#: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill visual examination of the returned product identified light scratches and nicks. It is confirmed a broken drill bit is stuck inside one of the guide holes and is fractured. Not all of the pieces for the broken drill bit were returned. The broken drill bit cannot be removed by hand. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.